Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6). Shoulder ID study as reported: patient reported a "catching" feeling in shoulder with increased pain since 06 jun 24. Pt also had a fever on 16 jun 2024; antibiotics were prescribed for this. As of 25 jun 24, the patient reported that her shoulder pain is improving.